Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned for evaluation. The investigation was unconfirmed for the reported retraction issue. Based upon the available information, the definitive root cause for this event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u35130630 pta balloon dilatation catheter allegedly experienced retraction problem. The information was received from one source. One patient was involved with no reported patient injury. The female patient was (B)(6) and weight not provided.